Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported the customer went to the emergency room due to a blood glucose (bg) level displayed as "high" on the continuous glucose monitor and a high ketone level identified as dangerous by healthcare provider. Reportedly, customer's healthcare provider indicated the pump "failed," however system check with tandem technical support confirmed the pump was functioning as intended. Bg was treated with intravenous insulin and saline. Reportedly, the customer was released on 11/15/21 with the issue resolved and no permanent damage. Reportedly, customer reverted to manual injections for insulin therapy.